Event description:
It was reported that the patient was admitted for arrhythmia and volume overload. No device malfunction was noted. Log files captured low power advisory alarms due battery depletion on (B)(6) 2025 at 20:27. There were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this investigation. A review of the submitted log files revealed that the device was operating as expected at the set speed. No unusual alarms or events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient experienced palpitations, and nausea, which were treated with amiodarone intravenous (IV). No diminished flow, oliguria, pre-syncope, or syncope was noted. The arrhythmia was paroxysmal atrial fibrillation (afib). They had history of ventricular tachycardia (vt) and ventricular fibrillation (vfib). It was unknown whether the arrhythmia was related to the device. No implantable cardioverter-defibrillator (ICD) was implant prior to left ventricular assist device (lvad) implant. The paroxysmal afib persisted; the patient remained in the cardiac intensive care unit.